Event description:
Patient reported right side "implant rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side "implant rupture".the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: black particle observed in the surface of the shell. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d2, d4, d6(b), g2, h4, h6.